Event description:
It was reported via patient call center that access site issues occurred. A left atrial appendage closure procedure was being performed. After the procedure the patient had bleeding from the access site that resulted in a three-day hospital stay. Pressure was applied to the access site to stop the bleeding which the patient reported was, "very painful". The patient had a back problem, and a lot of time was spent applying pressure to the access site, which injured the patient's back. The patient is currently still unable to walk without a walker. The patient had black bruising from the waist down, to the groin, into the thighs, on the front and back due to the amount of bleeding. Blood was ordered different times but never administered. The black discoloration from the bleed has since resolved and there are no current access site issues, however the patient continues to have difficulty ambulating and requires use of a walker. The patient had a follow-up computed tomography (CT) scan on (B)(6) 2026 for routine post-procedure imaging with a follow-up appointment scheduled with their implanting physician on (B)(6) 2026.